Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Two osseotite® tapered certain® prevail® implants 4/3 x 11.5mm (xiitp4311) were returned for investigation (image 1-6). Visual inspection of the as returned products identified minor nicks and signs of wear due to usage around the external threads and the drive feature but no evidence of any significant damage or deformation. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2018062320). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (op#0210) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (lot # 2018062320) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: date of this report, expiration date and UDI, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change 'no' to 'yes', device manufacture date, evaluation codes, additional narrative.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant was removed due to the patient developing edema, erythema, and soreness.